Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implanted on (B)(6) 2020. About a week later the device got infected, the patient went to the hospital for intravenous antibiotics but they didn't work. Therefore, the aus was removed. The patient stated that he will try a botox injection in may. The patient stated that he may want to try the aus again in (B)(6) and asked to call back in (B)(6).